Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters (3.8mm) was not sharp. The new punch was used again and the operation was finished. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters (3.8mm) was not sharp. The new punch was used again and the operation was finished. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: 368349. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation on 10/01/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the aortic cutter. The safety lock was disengaged with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. The tip of the needle was observed to be slightly bent. No other visual defects were observed. . Based upon the received condition of the device, the reported failure mode ¿failure to cut¿ was not confirmed but was confirmed for the analyzed failure "material twisted/bent needle".

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutters (3.8mm) was not sharp. The new punch was used again and the operation was finished. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25148394 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.